Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/07/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the case seal left of the grip pad. Unrelated to the original complaint, the display was dim with reddish text.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue; battery compartment. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.